Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) device system experienced a system revision six months after the device implant. At the follow up, after the revision procedure, the shock impedance was observed greater than 400 ohms, which is high out of range. A second system revision was performed and it was then noticed through x-ray that the electrode was not appropriately connected to the s-ICD device. The physician disconnected the electrode, however, it was unable to be reconnected to the device. As a result, the physician decided to explant and replace the s-ICD device, and the same electrode was used to connect with the newly implanted device. The shock impedance value was now showing 70 ohms, which is within expected range. No additional adverse patient effects were reported. The electrode remains in service.